Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the telescope, 10 mm, 0°, hd, quick lock, autoclavable exhibited a broken distal end. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction, a broken distal end, was not confirmed. Based on the results of the legal manufacturer's investigation, it¿s likely that the cause was related to excessive force applied by the customer. Olympus will continue to monitor field performance for this device.